Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21240868, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, (B)(4), model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patient was experiencing inadequate pain relief. X-ray was taken and revealed migration of leads. The patient underwent a revision wherein an additional lead was implanted. The patient was doing well postoperatively.